Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "ampoules of glue have cracked or broken inside the pouch exposing glue to be crystalized." Product is not usable. This incident did not cause or contribute to serious injury or death or a delay in surgery. There was no additional intervention mentioned on the submission. All medwatch submissions related to this complaint are: 3003639970-2019-00155, 3003639970-2019-00156, 3003639970-2019-00157, 3003639970-2019-00158, 3003639970-2019-00159, 3003639970-2019-00160, 3003639970-2019-00161, 3003639970-2019-00162 (this report), 3003639970-2019-00163, 3003639970-2019-00164, 3003639970-2019-00165, 3003639970-2019-00166, 3003639970-2019-00167, 3003639970-2019-00174, 3003639970-2019-00175, 3003639970-2019-00176, 3003639970-2019-00177, 3003639970-2019-00178, 3003639970-2019-00179, 3003639970-2019-00180, 3003639970-2019-00181, 3003639970-2019-00182, 3003639970-2019-00183, 3003639970-2019-00184, 3003639970-2019-00185, 3003639970-2019-00186, 3003639970-2019-00187, 3003639970-2019-00188, 3003639970-2019-00189, 3003639970-2019-00190, 3003639970-2019-00191, 3003639970-2019-00192, 3003639970-2019-00193, 3003639970-2019-00194, 3003639970-2019-00195, 3003639970-2019-00196, 3003639970-2019-00197, 3003639970-2019-00198, 3003639970-2019-00199, 3003639970-2019-00200, 3003639970-2019-00201, 3003639970-2019-00202, 3003639970-2019-00203, 3003639970-2019-00204, 3003639970-2019-00205, 3003639970-2019-00206, 3003639970-2019-00207, 3003639970-2019-00208.